Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was not returned.

Event description:
It was reported that the patient had not been able to use the vacuum properly, as it was missing components. Also stated that it was not working properly. Patient was not sure what piece was missing, but thought they were missing a hose. Per follow-up via phone on (B)(6) 2021, patient was unsure of how to use the machine. Also stated they had not used the machine long enough to see if it works.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿incorrect/ missing translation; missing instructions; vendor/printer error". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the instructions for use were found adequate and state the following: "please read all operating instructions and warnings before the first use of this product. No special skills or additional training is required". H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that the patient had not been able to use the vacuum properly, as it was missing components. Also stated that it was not working properly. Patient was not sure what piece was missing, but thought they were missing a hose. Per follow-up via phone on 28june2021, patient was unsure of how to use the machine. Also stated they had not used the machine long enough to see if it works.